Manufacturer narrative:
Concomitants: (B)(6), 308-01-07 - 7x80mm distal stem modular cemented. (B)(6), 308-05-29 - distal fixation ring ha 29.5. (B)(6), 308-12-05 - large prox body +12.5. (B)(6), 308-15-12 - taper locking screw 12.5. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 322-10-00 - humeral adapter tray, +0. (B)(6), 322-40-10 - 145-deg pe 40mm const hum liner +0. The cause of the patient¿s shoulder dislocation and subsequent revision cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient experienced a dislocation. As a result, the patient underwent a left shoulder revision approximately 1 month after initial implantation. No further patient impact reported. No further information available.